Event description:
Discordant calcium (ca_2) results on an advia 2400 were obtained for 2 pts. The results were not reported. The samples were rerun and the corrected results were reported. There were no reports of adverse health consequences or known pt interventions due to the discordant calcium results.

Event description:
Discordant calcium (ca_2) results on an advia 2400 were obtained for 2 pts. The results were not reported. The samples were rerun and the corrected results were reported. There were no reports of adverse health consequences or known pt interventions due to the discordant calcium results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse determined that the cause of the discordant calcium results was a severely bent reagent 1 probe. The probe was replaced. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data the fse determined that the cause of the discordant calcium results was a severely bent reagent 1 probe. The probe was replaced. The instrument is performing within specifications. No further evaluation of the device is required.